Event description:
It was reported that the ventricular lead sensing r-waves decreased from 6 mv to approximately 5 mv and the capture threshold increased from 1.0 v to 1.6 v. While trying to find an appropriate site to reposition the lead, impedance less than 200 ohms was observed. The lead was removed and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.